Event description:
Caller states the point of care coordinator found 2 lancets that were exposed and sticking out of the end in a box of safe-t-pros. No adverse event reported. Requested return of suspect device and replacement was sent.